Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Reporter states, the surgeon was unable to remove the "plug" out of the prosthesis (femoral stabilizer) during surgery. Therefore, the surgeon was unable to implant the stem which had already been opened. There was no adverse consequence to the pt reported at this time.